Manufacturer narrative:
The device was returned for analysis. The entrapment of device cannot be replicated in a lab environment. The difficult to open or close could not be confirmed due to the condition of the device. The material separations were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, based on the reported information and the returned device analysis, it is likely that guide broke during insertion, and separated during needle deployment. Foot break may have occurred during the attempt to remove the device. The separated guide would prevent the foot from closing causing entrapment. Factors for guide breaks occur due to the angle of insertion in relation to the vessel tract, and manipulation of the device when the foot is deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the slightly calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, step 1 was done to deploy the foot. Without attempting deployment, the foot was attempted to be closed; however, the foot could not be closed. It was found that a guide separation occurred at the distal end of the guide tube during use of the device. Additionally the foot broke and was stuck in the artery. A cut down was performed to remove the device and foot. Hemostasis was achieved with manual suturing via the cut down. It was confirmed that nothing was left behind in the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.